Event description:
A volume discrepancy was reported. The actual reservoir volume was greater than the expected reservoir volume; specific details were not provided. It was noted that the pt has had trouble with the pump flipping in the pocket. During surgery, the pump was flipped back face up and the catheter was trimmed due to the excessive flipping of the pump. The pt was hospitalized and discharged following a 23 hour stay. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.